Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer will be running short on 3 reservoirs. Customer stated that they changed the reservoir and there was a no delivery alarm. Customer changed the infusion set and it was bent. Customer stated that no insulin was passing. Customer's blood glucose was reported as 400 mg/dl and 352 mg/dl at the time of the incident. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis.